Manufacturer narrative:
Section a2, a4, a5 and a6: not applicable as there was no patient contact. Section d6a. If implanted, give date: not applicable, as there was no patient contact. Section d6b. If explanted, give date: not applicable, as there was no patient contact. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a single piece non-preloaded monofocal intraocular lens (iol) was damaged during use. The doctor mentioned that it maybe due to his own procedure. The indicated injury was conjunctival hyperemia. No further information was provided.